Event description:
Based on limited information during a knee arthroscopy procedure, the patient received a pad burn. The customer uses conmed pads. Sales rep indicated to them to use the valley lab pads as recommended in our instructions for use.